Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak due to the "catheter came apart" and started draining during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. Alarm occurred multiple times. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but to date has not been obtained.